Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing records could not be reviewed without a lot number.

Event description:
A hospital in (B)(6) reported the cutting grooves on the self tapping screw are missing.

Manufacturer narrative:
Device used for treatment and not diagnosis. The measurable dimensions of the sent locking screw were reviewed. It was found that these correspond to the drawings and the ao asif specifications. Since the exact lot number of this locking screw is not known, it is not possible to define the production period or to verify the appropriate production records. Therefore it can only be confirmed that our locking screw meet the ao asif specifications and international standards. This is clearly a manufacturing fault. Unfortunately, this error was not detected in the final quality control. The investigation is ongoing.

Manufacturer narrative:
One screw was returned with this complaint. This screw was identified as a 04.210.118. The screw is a 2.36mm diameter, locking variable angle screw, apparently of the 04.210.1xx family of parts, but it's length of 14.42mm would make this a 04.210.114. The screw is in, what appears to be, unused/new condition. Only one small cut at the tip appears where flutes should be. Specifically, the screw has not been properly fluted. It is assumed for the purposes of this evaluation that the term cutting grooves found in the complaint description means flutes.